Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Joint effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a female pt (age not provided), initials unknown, with osteoarthritis (no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (hylan g-f 20) three times (age at the time of first injection was (B)(6)). On an unspecified date in 2002, the pt initiated treatment with intra-articular synvisc injection (fourth course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2002, the pt received second synvisc injection in right knee. On (B)(6) 2002, the pt experienced synovitis of right knee. On an unspecified date in (B)(6) 2002, the pt developed joint effusion of right knee and 16 cc of slight cloudy yellow fluid was aspirated. On unspecified dates in (B)(6) 2002, the pt received treatment with xylocaine (lidocaine) at a dose of 1 cc and intra-articular betamethasone at a dose of 1.3 cc (frequency not provided for both). On (B)(6) 2002, the event of synovitis resolved. The action taken with synvisc treatment was not provided. The outcome for the event of joint effusion of right knee was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of right knee. Follow-up information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).